Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: "one of the boxes, the customer found the syringes to have an oil substance on them, these are contaminated." Additional information received on 11/17/2023: 1. Can you provide a batch number? **lot # 2325483. 2. Can you provide an event date? November 1st 2023. 3. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. **on seeing the contaminated syringes we did not use them 4. Kindly confirm the oil substance is present inside the fluid path or not? I don't know, there are some outside. We put the syringes back in a box 5. Is there any physical sample available? If yes, kindly share it for investigation. The photos you have already received (please see attached), yes we have kept the samples.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Five samples and four photos of 1ml luer-slip syringes were received by bd. A quality engineer was able to review the samples and photos from lot #2325483 regarding item #301025. All five samples were received loose with an unknown greyish grease on the outer barrel. Three of the images are taken showing a top view of the inside of the box with hundreds of syringes in view from different angles. In each of the photos several syringes are seen with the greyish grease condition as described previously. Grease can also be seen on the bag containing the syringes. One photo shows eight loose syringes with the greyish grease on the barrels non-fluid path. The condition observed is non-conforming per product specification. The following corrective actions will be taken in response to this complaint: 1. All associates involved in the manufacture of the batch will be re-educated to proper procedures. 2- a quality alert will be sent out to the plant communicating the defect. A device history record review was completed for provided batch number 2325483 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.